Manufacturer narrative:
(B)(4).

Event description:
It was reported the asymptomatic patient presented via a merlin@home transmission showing nsrvo due to post-paced t-wave oversensing on the ventricular channel. The oversensing was noted on a stored egm. Programming changes were recommended.